Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system (71027u247) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the slippage of the steerable guide catheter during the procedure. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). After the first mitraclip was implanted, as the clip delivery system was being removed, the steerable guide catheter (sgc) inadvertently slipped from the left atrium to the right atrium, losing the transseptal access site. A 6 french sheath was inserted through the sgc hemostatic valve and a guide wire was inserted through the sheath to try to regain access to the septum, but the guide wire was unable to reach the transseptal access site. A new transseptal puncture was performed and a new sgc was used to complete the procedure. The second mitraclip was implanted reducing mr to grade 1 to 2. Two days after the procedure, an MRI of the brain identified embolic strokes. The patient had a loss of peripheral vision in one eye. The physician reported that the stroke is possibly procedure-related, but not device-related. There was no additional information provided. Estimated weight.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. All available information was investigated and the reported slippage of the device appears to be related to user technique (sgc inadvertently slipped from the left atrium to the right atrium losing the transseptal access site). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was re-admitted on (B)(6) 2018 to the hospital with shortness of breath. The medial orifice on the mitral valve had closed, which reduced the blood flow through the orifice. The physician suspects thrombus as the cause of the closed orifice. Heparin dose was increased to treat the closed orifice. The mean gradient pressure was 20 mm hg. Pulmonary artery pressure was high at 98 mmhg and wedge pressure was also high at 30 mm hg. Patient underwent mitral valve replacement surgery on (B)(6) 2018. The tissue pathology report of the mitral valve indicates there was fibrinous material on the valve with nodular fibrosis and chronic inflammation, but no acute inflammation. There was no additional information provided.